Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 305,595 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was emitting from the end of the cap. The fiber was replaced and the procedure continued using a second surgical fiber. At 15,472 joules (barely 1 minute in) while using the second surgical fiber, devitrification was noticed near the tip/fiber cap; the cap reportedly detached and was retrieved. The case was completed using an alternate procedure (button). There was no patient injury was reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-539b-(B)(4): the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone; the glass/metal cap are detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits signs of crystal deposits, minor scratch marks, blue arrow partially erased, red stop sign completely erased, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.